Event description:
On (B)(6) 2012, surgery of hansson pin has been performed. After hannson pin was inserted was inserted at distal side, when the surgeon began to turn the introducer handle the handle was too heavy and no longer turned. The surgeon used power to turned, noise of metal occurred. Because it was unusual circumstances, he was confirmed with x-ray and found that the tip of inner pin had been deformed, then he stopped the operation. He extracted the pin and inserted a new pin, finished the surgery. The extracted pin had been deformed and broken.

Manufacturer narrative:
Once the investigation has been completed any add¿l info will be reported in a supplemental report.